Event description:
The event is reported as: the circuit developed approximately 5 holes that the therapist states may have been heat or melting related. These holes were discovered after the ventilator leakage alarm went off during use on a patient. The circuit has been in use approximately one week. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.